Manufacturer narrative:
Device related data quality updates only: a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # was required. D1 - brand name: previous brand name: servo-u, corrected brand name: base unit servo-u d4 - version or model #: previous version or model #: servo-u, corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) #: previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, the device failed internal leakage test during pre-use check. Device was checked and leakage was located on inspiratory side. Safety valve membrane was cleaned to resolve the issue. The device was delivered to the user in working condition. Unfortunately the device's logs were not available for further analyze. The root cause to the reported issue has not been determined. The correction of field d4 serial# was required. This is based on the internal evaluation. Previous serial#: (B)(6). Corrected serial#: (B)(6).

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had a leakge. There was no patient harm. Manufacturer's ref. #: 943945